Event description:
Baxter reported the internal light blue occluder feet was broken. Therefore, the transfer set was leaky and was exchanged. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 20 2007.